Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary reconstruction breast surgery with 575cc mentor memorygel breast implants on both sides on (B)(6) 2010 and was presented with bilateral silent breast implant rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On march 15, 2020, mentor became aware that the date of surgery is (B)(6) 2020. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Field d7 has been updated to (B)(6) 2020. Field h6 method code has been updated to "device not returned." This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that patient underwent bilateral explantation and replacement on (B)(6) 2020. On (B)(6) 2020, mentor became aware that patient also experienced bilateral capsular contracture; baker grade unknown. Hence, patient code capsular contracture has been added to field h6 on this form. On (B)(6) 2020, mentor also became aware that the replacement devices used on (B)(6) 2020 were catalog number 3505751bc; serial number (B)(4) on the left side, and catalog number 3505751bc; serial number (B)(4). On the right side. On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/20/2020, device evaluation was completed. Device evaluation summary: during visual evaluation, an anomaly was observed on anterior expanding to posterior view consistent with a crease/fold. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. It is possible the crease/fold was caused by the stress occasioned to the shell by the capsular contracture. Unfortunately, after a thorough analysis we were unable to confirm your reported event. If you feel this needs to be submitted for additional review, please provide any additional supporting documentation for review. (I.e., post op device photos, videos, and/or pre-operative scans). In addition, all return kits are now assigned and pre-labeled for each unique case. Please confirm the correct device was returned in the pre-labeled return kit. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/31/2020, mentor became aware that the patient experience bilateral baker grade iii for the reported bilateral capsular contracture. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).